Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further information will be provided by the customers due to the field action. The device is used for treatment purposes. Electrical failure -design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the front case w/ keypad assembly was returned.

Event description:
It was reported that allegedly a pcu module will not power on, and therefore, the front case keypad will be replaced. There was no reported patient involvement.